Manufacturer narrative:
The device was returned and investigated. A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of death as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device was received. Evaluation is not yet complete. A follow up report will be submitted with all additional relevant information. The other graftmaster device referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2020, the patient was admitted in cardiogenic shock and went into asystole. The procedure was performed to treat a target lesion in the proximal left anterior descending (lad) artery. During use of an unspecified device, a perforation occurred. A 4.0 x 19 mm graftmaster stent was implanted, fully covering the perforation; however, the perforation was not sealed. The patient became hypotensive due to the perforation. A second 4.0 x 19 mm graftmaster was then deployed, sealing the perforation. During removal of the delivery system, resistance was noted, due to the patient anatomy, and the balloon portion separated. Due to the patient's condition, no attempts were made to snare the device. The separated balloon segment remained in the patient anatomy and the patient was transferred to the intensive care unit (ICU). The patient's condition continued to decline and the patient died on (B)(6) 2020. Per the physician, the death was unrelated to the graftmaster stents, but is related to the patient's admitting condition. No additional information was provided.